Event description:
Boston scientific received info that this transvenous right atrial lead has become dislodged. There were no reported adverse pt effects associated with this clinical observation. This lead is being planned for a revision procedure. The physician was planning to extend a new atrial lead into the left side of the pt.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.